Event description:
It was reported by the patient that while doing a transtelephonic monitoring, she was asked to place the magnet over the pacemaker three times. After monitoring, the patient went grocery shopping and did not feel well when she returned home. Further follow-up did not yield any additional relevant information regarding this event. Additional information received indicated that the device was removed due to elective replacement indicators (eri).

Event description:
It was reported by the patient that while doing a transtelephonic monitoring, she was asked to place the magnet over the pacemaker three times. After monitoring, the patient went grocery shopping and did not feel well when she returned home. Further follow-up did not yield any additional relevant information regarding this event. Additional information received indicated that the device was removed due to elective replacement indicators (eri). Additional information received indicated that the device was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that while doing a transtelephonic monitoring, she was asked to place the magnet over the pacemaker three times. After monitoring, the patient went grocery shopping and did not feel well when she returned home. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.